Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vitalflow pump, it was reported that there was a noise/wobble from the pump.the pump was attached to the console.there was no visible air in the system and the pump was not damaged.a clot had formed in the pump and it was believed to have caused the rattling noise. The device was used to complete the procedure. There was no adverse patient effect associated with this event.